Event description:
On (B)(6) 2018, the patient contacted lifescan (B)(4), alleging that his onetouch ultra meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that he first became aware of the product issue 2-3 months prior to contacting lfs, when he obtained blood glucose readings on the subject meter of ¿100 and 136 mg/dl¿. The tests were carried out within 20 minutes of each other. He stated that the tests were performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that he manages his diabetes with oral medication, diet and exercise. The patient denies developing any symptoms, but reported that 1 month prior to contacting lfs, he had his medication increased (glifage 500 mg). During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.